Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, the device revealed evidence of clinical use/activation on the distal tip and a large indentation in the black pad. The teflon pad was melted/detached from the jaw. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is applying pressure between instrument blade and tissue pad without having tissue between them. The instructions for use (IFU) state: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported when setting up, the teflon pad came off the harmonic scalpel. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.